Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2012 during which the surgeon noted he found a recurrent ventral hernia and mesh adhered to the omentum causing a bulge in the abdomen. It was reported that the patient underwent partial removal surgery on (B)(6) 2013 during which the surgeon noted they found the ventral hernia mesh infected with continuously recurrent seroma. The old mesh was adhered to the omentum and had to be excised and removed. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.